Event description:
While cardioverting a pt with a qrs complex of an abnormal morphology. The device failed to sync on the pt's r wave. There was no adverse effect to the pt due to the reported malfunction. Subsequent testing of the device was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.